Manufacturer narrative:
The reported device is not available and will not be returned for evaluation. Similar incidents have been received for this product code. This incident has been communicated to the responsible baxter personnel to review and determine if this data is within the expected level of occurrence.

Event description:
Unk quantity of sets in which leaking was detected at unspecified site during pt use. No reported pt injury.